Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of having low blood glucose of 49mg/dl and treated with food. Customer's blood glucose level was 207mg/dl at the time of the call. Customer was advised to follow up with their doctor regarding their low blood glucose and customer declined further troubleshooting.